Event description:
During a lap chole procedure, a piece of the end effector broke off in the pt. The clips were malforming. Was on the 5th firing cycle. It did not go over any other clips. No cholangiogram was performed. Case completed new with device, same product code. No pt consequence.